Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels read high >500 mg/dl, while wearing the pod between 1 and 4 hours on the leg. A correction was administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be damaged with a small hole and crack in the back area. A manual insulin injection using a pen was administered to treat the hyperglycemia and a new pod was applied.